Event description:
A nurse reported, during anterior vitrectomy, the vacuum would not build. Several tubing sets were attempted in addition to rebooting the system, but the low vacuum persisted. A problem with the IV pole was also reported stating the pole would not rise. Additionally, it was reported that the system would not prime. The system was switched out to complete the case. Add'l info was received by a completed questionnaire, indicating this was an emergency cataract case with a possible retinal detachment. The questionnaire did not confirm whether a retinal detachment had indeed occurred. The case appeared to be scheduled as an emergency case but was completed as a lensectomy, and anterior/posterior vitrectomy with possible retinal detachment. The intraocular lens (iol) was not implanted at the time of the initial surgery. An add'l procedure to implant the iol was performed at a later date. Pt impact is unk. Multiple attempts have been made to retrieve add'l info, but none has been received to date.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problems. The IV pole responded to commands, the cassette primed and pulled over 400 vac, and all parameters met specs. The vent spacers were replaced due to age and as a precaution. The system was then tested and met all product specs. (B)(4).